Event description:
It was reported that the patient was in ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy and the patient was syncopal. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.